Event description:
Consumer states bristles are coming off new toothbrush heads. Customer bought a new pack of 8 toothbrush heads at boots and when she started using the first one the bristles were coming off in her mouth.